Event description:
On (B)(6) 2010, baxter (B)(4) product surveillance was notified of a complaint from a customer regarding multiple units of elcam three-way large bore polysulfone stopcock, serial# unknown, product code 2c6201. The customer indicated that both their ICU and emergency departments have had issues with the stopcocks leaking. They have had this issue with more than one shipment of product, but the exact number of affected units was not specified. The reported condition was observed during patient use but there was no patient injury or medical intervention. The leak was observed around the center of the white valve.

Manufacturer narrative:
The reported condition of leak was not confirmed. Ninety five companion units were received for evaluation purposes related to leak condition. During visual inspection units do not present defects. Units results satisfactory to functional test. (B)(4)